Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06781, and 2210968-2012-06784. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005, concurrently with a hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pressure sensation in her perineum. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) due to mesh band at the vaginal apex, retention and urinary stress incontinence.

Event description:
It was reported that following insertion the patient experienced pressure sensation in her perineum. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) due to mesh band at the vaginal apex, retention and urinary stress incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.